Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 23-feb-2023 under work order (B)(4) and sold on 03-apr-2023. Manufacturing record review: DHR-329343 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. A review if these similar complaints were reviewed. Most were confirmed and needed the recall update. 2 units were not confirmed and 1 unit had rf leakage issue and had the main board changed. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation.. Root cause: root cause not applicable as the complaint condition was not confirmed. Corrective actions: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 23-feb-2023 under work order (B)(4) and sold on 03-apr-2023. Manufacturing record review: DHR-329343 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. A review if these similar complaints were reviewed. Most were confirmed and needed the recall update. 2 units were not confirmed and 1 unit had rf leakage issue and had the main board changed. Product receipt: the unit was received from the customer on jan 13, 2024 for service. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. The service technician could not duplicate the complaint condition. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. The unit was tested and was found acceptable.

Event description:
No additional information is available.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the customer received a new leep machine and it is intermittently turning off during cases. Customer requesting replacement of device. No adverse event reported. No additional information available. Lp-10-120 leep 2023-10-0000142.